Event description:
After further review an initial emdr for this complaint was incorrectly submitted. In this complaint the batteries require replacement due to age which makes it non reportable to the FDA. As a result no follow up emdr is necessary. Please cancel it in your database.

Manufacturer narrative:
After further review an initial emdr for this complaint was incorrectly submitted. In this complaint the batteries require replacement due to age which makes it non reportable to the FDA. As a result no follow up emdr is necessary. Please cancel it in your database.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave hybrid, type g plug intra-aortic balloon pump (iabp) was flagging a warning that both batteries require replacement. No harm or injury to the patient was reported.